Event description:
A report was received that the patient was experiencing a worsening of pain and weakness in the legs and upper extremities. The patient will undergo an ipg replacement procedure per physicians preference. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patients symptoms of pain and weakness were not device related. The patient had high impedances on several contacts and was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced and a splitter was removed to be able to use all implanted contacts. The patient was doing well postoperatively. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing a worsening of pain and weakness in the legs and upper extremities. The patient will undergo an ipg replacement procedure per physicians preference. No device malfunction suspected.